Manufacturer narrative:
Additional information: d9, h3 and h6. D9: corrected date when the device was returned. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional inspection, including pressure and clear passage testing, no leak or blockages were observed. The set underwent pull testing and no separation was noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a non-dehp micro-volume extension set leaked. It was further reported the ¿product leaking by microfilter¿. The event occurred during a sidenafil infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.